Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, customer experienced low blood glucose (bg) level of 51 mg/dl; cause was not known. Customer consumed carbohydrates to address low bg. Multiple attempts were made by tandem technical support to obtain additional information; however, no information was received.